Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
There was no visible damage on keypad observed. The 'up' button was responsive, however, the 'contrast' button was intermittently responsive. The 'down/ok' buttons did not respond to user input. The keypad was removed for investigation. Contamination was observed under 'contrast' button; no contamination observed under 'up/down/ok' buttons. 'Ok/down' button contact was inverted.